Event description:
The pt reportedly hit his head on a pole (date not given) and his device stopped working. In 2004, the pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.